Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and on (B)(6) 2020, with blood glucose of 40 mg/dl. The customer was treated with intravenous drip. Customer passed out in the car and ambulance was called. Customer was in emergency room as a result of low blood glucose level. Customer had not alleged that insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.